Manufacturer narrative:
This report is submitted on august 30, 2022.

Event description:
Per the clinic the device was explanted on (B)(6) 2022, due to poor performance with the device. The patient was reimplanted with another cochlear device during the same surgery.